Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Please disregard the previous medwatches submitted related to this complaint. After further review of the complaint, the issue with the central control monitor (ccm) had no impact on the functionality or the readability of the screen. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had burn-in on the cardioplegia (cpg) sub-screen. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.